Event description:
It was reported by the customer that the reservoir's o-rings were missing or damaged. The customer stated that out of the two reservoirs she received, the first did not have an o-ring on the plunger and the second had the o-ring fall off. Customer's blood glucose level 137 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.